Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The 5.5x150mm supera self-expanding stent system (sess) was advanced to the target lesion with resistance due to the anatomy. The stent was attempted to be deployed; however, the stent was noted to become elongated. Therefore, the sess was removed from the patient. Additional pre-dilation was performed, and an unspecified stent was deployed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily tortuous and 50% stenosed anatomy resulting in the reported difficult to advance. Further interaction in attempts to deploy the stent in the heavily calcified, heavily tortuous and 50% stenosed anatomy resulted in the reported stretched stent, ultimately resulting in the reported activation/deployment failure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2976 was removed.

Event description:
Subsequent to the initially filed report, the following additional information was provided: it was reported that additional pre-dilation was performed, and a 5.5x150mm supera self-expanding stent was deployed. No additional information was provided.